Event description:
It was reported that pump issued repeated cartridge alarm 20 with consecutive cartridges, and caller requested replacement supplies after unsuccessfully changing cartridges and infusion sets to resolve issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, cartridges, and infusion sets, provided instructions for storing and returning problematic pump within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor upon receiving replacement device.